Manufacturer narrative:
Unable to confirm the complaint against the needle; the customer did not return needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer received a sensor that was already missing its needle out of the box; however, the customer tried to insert the new sensor. The patient's blood glucose at the time of incident is unknown. The customer was unable to insert the sensor and a replacement sensor will be sent to them.